Event description:
It was reported that a sparking sound was observed from inside the solar 8000m monitor. Upon investigation it was determined that the cpu was defective. There was no report of patient involvement. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.